Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Unit passed self test. No unexpected alarms noted during testing. Pump successfully downloaded traces and history files using thump. Pump properly paired guardian link 3 transmitter. Pump properly paired to minimed mobile app on a samsung s9 phone and apple iphone xs. No communication anomaly noted. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor, or force sensor. Test p-cap does not lock properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay, stained keypad overlay, missing display window cover, cracked battery tube threads, cracked belt clip rails, partially broken retainer, cracked reservoir tube lip, and missing o-ring. Alleged no communication between pump and transmitter not confirmed during testing. No communication between pump and mobile device not confirmed during testing. Reservoir tube and retainer ring damage confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a loss of communication between the insulin pump and transmitter, loss of communication between the insulin pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-1885. Troubleshooting was performed and the issue was not resolved. No harm requiring medical intervention was reported. Mmt-1885 was returned for analysis.